Event description:
It was reported that non-sustained right ventricular oversensing due to post-paced t-wave oversensing was noted on a remote transmission. Programming changes were discussed. No programming changes were made. The device is being monitored remotely.